Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced a burning sensation at the ipg site. Troubleshooting was unsuccessful in resolving the issue. In turn, the ipg was relocated from the left side to the right side which resolved the issue. Effective therapy was established post operatively.